Manufacturer narrative:
Problem of carrier detachment. Problem of lead suture broke. (B)(4). A visual examination of the returned uphold¿ lite revealed that the carrier on the capio slim suture capturing device was broken off and not returned. In addition, analysis reveals that the suture on the blue dilator was broken and the dart was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an was used during a prolapse correction procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the physician attempted to pass on the right side, the needle would not hold into the ligament as the cage was unable to catch the needle. The physician decided to remove the mesh and place another of the same device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the carrier and suture on the blue dilator was broken, not returned. It was confirmed that the detached carrier was not left inside the patient.